Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the IV bag was full at disconnect, but the cadd pump displayed that all was infused. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.